Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician attempted to use a protégé gps as per the IFU to treat a plaque lesion in the mid iliac artery. The lesion was not predilated. The device did not pass through a previously deployed stent. No resistance was reported when advancing the device. No abnormalities were reported in relation to the patients anatomy. No damage was noted to the packaging. No issues were noted when removing the device from the hoop/tray. It was reported during the procedure stent dislodgement occurred. The stent was removed. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: when the stent was placed into the sheath, it was found that the distal end had been released. The stent was not implanted and was removed from the patient with no issues noted. The procedure was completed by re-implanting the stent. The protégé gps was not received for evaluation. No ancillary devices or cine images from the procedure were received. A single photographic image was received. The image is of the distal end of the protégé gps stent delivery system. The distal end is covered with sanguine residue. The outer sheath on the protégé gps stent delivery system in the photograph was pulled back exposing the distal end of the stent. One of the marker hoop struts is bent proximally. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the protégé gps was removed from the packaging an inspected. The protégé gps showed the distal end of the stent exposed by approximately 0.3cm. The stent remained intact. One strut of the stent was bent outward. The catheter shaft was bent at the distal edge of the gray strain relief. The hypotubing between the deployment grips was curved/bent. No other damages or anomalies were noted. The catheter shaft was cut in order to inspect the hypotubing for witness marks. After the safety knob was loosened the hypotubing was inspected under microscope. Three witness marks (three total) were identified at approximately 2.7 and 2.9 cm from the distal end of the hypotubing. If information is provided in the future, a supplemental report will be issued.